Event description:
The iab was inserted into the patient in 2000 at 2:45 a.m. The iab did not malfunction. The patient had an aortic dissection and went on to expire from this event. No iab was returned to datascope for evaluation. Event complications: aortic dissection/death-reported 2002. Patient's current status: expired-rpt'd 2002.